Event description:
During a routine hemodialysis treatment the pt's catheter was partially dislodged. Operator ended the treatment and blood was not rinsed back, estimated blood loss was 190cc. The 911 was called and pt was transported to ed; catheter was removed. Pt's hb on (B)(6) 2012 was 10; hb on (B)(6) 2012 was 9.4. Pt's routine epogen dose was increased from to 2000units 1x/week sq to 5000units 1x/week sq. No other medical intervention was provided.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is the result of discontinuing the treatment without rinseback due to unrelated problems with the pt's vascular access. There have been no subsequent similar problems reported. Nxstage medical considers this report closed. No additional information will be provided.